Event description:
The customer reported the ventilator started beeping and the screen went white. The fse reported after powering up the device, the display was white and the ventilator did not operate or alarm. The customer reported there was patient involvement but no patient harm.